Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 4.634 mg/day and dilaudid 12.5 mg/ml at 4.634 mg/day via an implanted pump for postlaminectomy pain, spinal pain, and lumbar radiculopathy. It was reported in 2016, the patient lost weight so ¿within a few/two months¿ 2016 the pump ¿moved all over the place¿ in the pocket. It was noted her pump was old and she did not think it was working properly (within the last year 2016). Further information was not provided.

Manufacturer narrative:
(B)(4) no longer applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jun-30 reported the patient first started experiencing the pump movement and pump not working properly on (B)(6) 2017. It was noted that the patient was seen and no issues were noted. The healthcare professional (hcp) was not aware of the pocket issue due to weight loss. No symptoms were reported. A1 0% pump dose increase was done on (B)(6) 2017. Troubleshooting included a dose adjustment. No actions/interventions were done at this time. It was noted that the pump was working fine. It was noted they will re-evaluate at next visit in approximately (B)(6) 2017. The patient's outcome was noted as "nothing noted". The patient's weight at time of event was(B)(6) pounds. No further complications were reported/anticipated.